Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Based on the results of the investigation, the product was not returned for evaluation since the customer discarded it. Therefore, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tissue pad of the thunderbeat came off, causing an unknown error message to be displayed. The issue occurred during a therapeutic total laparoscopic hysterectomy procedure. No parts of the device fell into the patient. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.